Manufacturer narrative:
H3, h6: the reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A review of risk management files found that the reported failure was documented appropriately. A review of the material found there are requirements for conformance and a certificate of material analysis is required. Based on the condition of the product material found during visual inspection that additional material testing is not required. A visual inspection revealed the device was returned outside of original packaging. The anchor is attached to the device with majority of threads broken off. No visible damage to the device. A functional evaluation revealed the device functions as intended. The complaint was confirmed, the root cause was associated with a component failure. Factors that could have contributed to the reported event include an application of unintended inappropriate or excessive force to the anchor. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that, during a rotator cuff repair, the healicoil anchor broke upon insertion. All the broken pieces were retrieved from inside the patient using the same insertion device. The procedure was completed with a backup device and no delay nor other complications were reported.